Manufacturer narrative:
The complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66297fp00, however, no increase in complaint activity was identified for list number 08p32. The device history record review did not identify any non-conformances, deviations, or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 66297fp00 is within the established control limits, therefore, no unusual reagent lot performance was identified for 66297fp00. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 66297fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one sample. The following results were provided: (customer provided reference value of 37 u/ml) on (B)(6) 2025 sid (B)(6) initial result = 190.68 u/ml, repeat results = 286.81 u/ml, 274.92 u/ml no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31, with 510k/PMA/bla number k052000. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one sample. The following results were provided: (customer provided reference value of 37 u/ml). On (B)(6) 2025, sid (B)(6), initial result = 190.68 u/ml, repeat results = 286.81 u/ml, 274.92 u/ml. No impact to patient management was reported.